Manufacturer narrative:
On (B)(6) 2020, the (B)(6) medical center in the us reported to arjo that the citadel bed platform raised unexpectedly during use with a patient. No injury was reported. Additional information indicated that the reported issue occurred when a user was trying to disconnect the mains cable from the power supply. It was also stated that all buttons on the control panels were locked out by the facility staff. After this event, the buttons on the control panels were permanently locked and the bed could not be lowered to the intended position. The backrest was lowered using an emergency lowering function and the unintended movement occurred again, the backrest went back up. The citadel bed returned to arjo service center for the detailed evaluation. Arjo technician did not confirm any failure, all bed functions were working properly. The unintended bed movements were not recreated during functional testing. In summary, the arjo device played a role in the event as it was used with a patient at the time of the event. Although no device malfunction was found, the citadel bed did not meet its performance specifications when the event occurred as the backrest section moved unintended. The complaint decided to be reportable in an abundance of caution due to the unintended movement.

Event description:
On (B)(6) 2020, the (B)(6) medical center in the us reported to arjo that the citadel bed platform raised unexpectedly during use with a patient. No injury was reported. Additional information indicated that the reported issue occurred when a user was trying to disconnect the mains cable from the power supply. It was also stated that all buttons on the control panels were locked out by the facility staff. After this event, the buttons on the control panels were permanently locked and the bed could not be lowered to the intended position. The backrest was lowered using an emergency lowering function and the unintended movement occurred again, the backrest went back up.